Event description:
It was reported that the bd relion pen needle was difficult to prime. The following information was provided by the initial reporter: consumer stated, when priming no insulin flows stated, she primes two units and she doesn't think she's over tightening.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.